Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. A series of electrical tests was also performed. The cause of the no telemetry condition was depleted batteries. The cause of the battery depletion could not be determined as the hybrid assembly had normal current drains after power was applied.

Event description:
It was reported that this device, while still in the box, could not be interrogated. Prior to today, the device was successfully updated. A magnet reset was attempted and did not work. The device was returned for analysis.